Event description:
Patient revised for pain and lack of movement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Provided copies of x-rays confirms the evidence of notching on the scapula. This is characteristic of the product delta cta. Its a conflict between the humeral pe cup and the scapula pillar which is due to the reverse concept. It creates a notch in the scapula pillar. An extension of the delta shoulder system is the delta xtend which was designed to achieve inferior overhang with the glenosphere. Inferior overhang is known to reduce scapular notching without increasing the risk of shear forces at the baseplate and glenoid interface. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.